Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Isometrics testing along with a commanded shock was performed, producing the same result. Technical services (ts) discussed troubleshooting options including defibrillation threshold (dft) testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.